Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient hasn't been using her stimulator for a long time. Patient stopped using the stimulator because she developed muscle spasms around the stimulator and they were going to remove the stimulator. Patient wasn't cleared for the surgery so they haven't removed the stimulator yet. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had muscle spasms around battery, which started one month ago. The patient was not using the device because it aggravates it, but when off it is still there. The patient considered this a sudden change in therapy/symptoms. MRI compatibility guidelines were requested and guidelines were faxed. No further complications were reported/anticipated.

Event description:
Additional information received from the patient indicated that their muscle spasms around their ins site was a spontaneous issue. They stated that it has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.